Manufacturer narrative:
Additional narrative: a pd evaluation was performed for the four returned devices. The investigation of the complaint articles indicates that: the related product drawings, complaint histories, and risk assessments were reviewed. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessments were found to adequately address the complaint condition. While it cannot be definitively determined, it is most probable that the method of use and handling resulted in the complaint condition. Since the specific circumstances at the time of the issue are unknown the root cause cannot be definitively determined. However, it is most probable that the method of use resulted in the damage to the universal chuck and that disassembly for cleaning, and subsequent loss of the components and/or improper reassembly of the flexible shaft connector and handle led to the missing components. One universal chuck with t-handle (part number 393.10, lot number unknown) was received with the complaint category of ¿does not/will not function: functional issue, unspecified.¿ a second universal chuck with t-handle (part number 393.10, lot number 3512792) was received with the complaint category of ¿missing component/feature.¿ two flexible shaft connectors for use with jacobs chuck (part number 351.16j, lot numbers unknown) and one flexible shaft handle with quick connect coupling (part number 351.15, lot number 4632047/2068408) were received with the complaint category of ¿missing component/feature. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible shaft handle with quick coupling is missing springs, washers and pins. The reported issue was discovered during routine inspection and there was no patient or operative involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date is unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.